Event description:
The customer reported via phone call that she went to the emergency room with low blood glucose of 57 mg/dl. Customer was not disconnected from the insulin pump during the rewind/prime sequence, but ripped the set out in the middle of prime. The customer was advised to be disconnected during priming. At the time of this report, customer's blood glucose was 179 mg/dl. The insulin pump will not be returning for analysis at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).